Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced driver errors. It is reported that the user observed the driver handpiece was stuck in a certain position and unusable. The user reports that the device was removed from the patient, and a full shutdown and replacement of all disposable parts was completed; however, when the system was restarted, the driver error persisted. The user reports that the procedure was successfully completed with another device; however, additional medication and a second incision were required. A field service engineer (fse) was dispatched to examine the equipment and confirmed that the driver was stuck in position. The fse replaced the driver and the system became functional. The fse completed system tests and confirmed that the device is functioning at manufacturer specifications. No further information is currently available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.